Manufacturer narrative:
The field service representative found issues with the cell rinse functionalities, reagent pipetting, precision, and ultrasonic mixers. He performed several service actions and found the customer's gel sample tubes had the gel in a diagonal position. The investigation determined the root cause of this issue was consistent with a combination of hardware issues and preanalytic sample handling issues. A general reagent issue was excluded since calibration and qc data were acceptable.

Event description:
There was an allegation of questionable results from three cobas c 503 analytical units. Data was only provided from two of the affected analyzers. This medwatch is for the cholesterol assay. Refer to the medwatch with a1 patient identifier (B)(6) for the hdl assay. Sample 1 initial cholesterol result from cobas 4 was 35.4 mg/dl and the repeat result from cobas 5 was 250 mg/dl. On (B)(6) 2024, sample 2 initial result was 5.71 mg/dl and the repeat results were 213 mg/dl and 209 mg/dl. It was not known which analyzer produced these results. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The cobas c 503 analytical unit "cobas 4" serial number was provided as (B)(6). The cobas c 503 analytical unit "cobas 5" serial number was provided as (B)(6). A general reagent issue was excluded since calibration and qc data for both assays were acceptable. The investigation is ongoing.